Event description:
A patient reported experiencing inaccurate erratic results with a one touch ii meter. The patient's blood glucose results were 161 mg/dl, 258 mg/dl. Tests were done within <10 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported. "Customer performed 3 blood test on same finger."